Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files and ensite case study from the tactisys quartz system were returned. The log file analysis and ensite case study concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. The instructions for use (IFU) state that a cardiac perforation is a known risk during the use of this device.

Event description:
Manufacturing related ref: 2030404-2019-00086. Following a pulmonary vein isolation and cavo-tricuspid isthmus ablation procedure, a pericardial effusion was noted. Thirty minutes post procedure while the patient was in the operating room, the patient became hypotensive. Echocardiography was performed which revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott device.

Event description:
Following a pulmonary vein isolation and cavo-tricuspid isthmus ablation procedure, a pericardial effusion was noted. Thirty minutes post procedure while the patient was in the operating room, the patient became hypotensive. Echocardiography was performed which revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott device.